Event description:
Broken exeter stem primary surgery 30. (B)(6) 2018 revision surgery march 2019.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through clinician review of the provided x-rays. Method & results: -product evaluation and results: no product was returned for evaluation however photographs were provided for review. The photographs show a stem and head. It is unknown if the head is stryker product. The stem is fractured -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: :x-ray confirms broken exeter stem on the left, need operative reports, pathology reports, serial x-rays and clinical and past medical history. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: x-rays provided confirms fracture of the exeter stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, serial x-rays, operative reports, pathology reports as well as clinical and past history reports are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Broken exeter stem primary surgery (B)(6) 2018, revision surgery (B)(6) 2019.